Event description:
When the surgeon pushed the button of the hand-switching suction coagulator, it worked but when he turned loose of the button, it did not cut off but continued to fire. The suction coagulator was disconnected and replaced with a new one and it worked fine.